Manufacturer narrative:
Manufacturing site investigation: on-going.

Event description:
Information received via facility sus voluntary report: (mw5063229): event date: (B)(6) 2016. Report date: 30-jun-2016. Event type: serious injury. Adverse event: n. Event outcome: required intervention. Event description: during laparoscopic cholecystectomy procedure, surgeon noted that the cassa grasper he was using was broken. When he pulled it out of the trocar, a piece broke off and was found. When comparing the broken instrument with one that was intact, it was noted that the piece was missing, found on x-ray. Information received by aesculap by facility on 07/14/2016: cassa grasper was discovered to have a piece broken off post-op. Abdominal x-ray confirmed that the broken piece was left inside the patient. Additional surgery was required to remove it. Date of surgery: (B)(6) 0026. Type of procedure: laparoscopic cholecystectomy. Date of occurrence: (B)(6) 2016.

Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. D section: batch # updated. Supplier: smith & nephew 150 minuteman rd. Andover, ma 01810 the product was not returned from the customer. Multiple attempts had been made to request an investigation from the supplier, without product. Potential patient impact as a result of this product failure was addressed in a CAPA opened by aesculap, inc. For the failure mode of jaw breakage.